Manufacturer narrative:
The baxter technician found the device was misinstalled. The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. The hrc technician arranged to get the replace the rcb2 with an rcb3. Although there was no injury associated with this event, if the reported issue were to recur it could lead to injury or death. Therefore, hillrom is reporting this complaint.

Event description:
Baxter received a report from a baxter technician stating the code blue pull switch was not working. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).